Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not hear alarm when insulin pump got suspended due to low sensor glucose. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated also insulin pump had beep anomaly and they did hear beeps when audio volume settings were saved and insulin pump vibrated during the vibrate test portion of the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device time clock functioning properly noted.